Manufacturer narrative:
The customer also stated that the touchscreen was not responding properly and confirmed the low leak-carbon dioxide (co2) rebreathing risk problem. The touchscreen was calibrated, and the air delivery flow accuracy testing was completed. The touchscreen is not responding properly, and the sensor needs replacement. The touchscreen and flow sensors were replaced. Unit passed test and inspection, and the device has returned to full functionality.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had a co2 rebreathing risk error. The device was not in clinical use at the time of the event. There was no report of patient or user harm.